Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink non-dehp solution set was cut which resulted in a parenteral nutrition leak. The cut was described as, ¿a part of the tubing missing causing leak¿ and ¿a soft part of the tubing ¿ almost like a slice was taken out of it by a sharp object¿. This issue was discovered before a patient was connected. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-03213. All information can be found under manufacturer report number 1416980-2025-03213. Should additional relevant information become available, a supplemental report will be submitted.